Event description:
Pt was in an intensive care bed attached to his philips medical telemetry monitor. After the nurse disconnected the pt from the monitor she noted a tracing -nsr- continued to be displayed on the bedside monitor. A strip was captured of this activity and is available.